Event description:
The customer contacted beckman coulter inc (bec) to report lh750 instrument leaked clenz (cleaner) on the counter while it was shutting down. The customer was wearing personal protective equipment (ppe) during the time of the event and did not come in contacted with the fluid. No report of exposure (splashed or spayed) to mucous membranes or open wounds was reported. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. The customer did not seek medical attention. On the day of the event, a field service engineer (fse) observed that the source of the leak was a cut tube at pinch valve (lv) 46b. Fse replaced the tubing and no further evidence of leaking was noted. Root cause for the leak was a cut tube at pinch valve (lv) 46b.

Manufacturer narrative:
(B)(4).